Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely performed double advanced clean and aligned the integrated multi-sensor technology (imt) module, after which a new sensor was installed. Quality controls were run, resulting low. A customer service engineer (cse) was dispatched to the site to service the unit. The cse found a clot blockage in the imt drain and removed it. The cse then ran imt quality control (qc) and patient samples, resulting as expected. The cause of the discordant, falsely low chloride (cl), potassium (k), and sodium (na) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl), potassium (k), and sodium (na) results were obtained on six patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The customer repeated the samples on an alternate dimension vista instrument, which resulted higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cl, k, and na results.